Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The laser core module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The laser core module sample testing was performed. The right laser port light was an amber color and there was no recognition at both ports. The reported event was replicated. Both front panel inserts components were reseated to resolve the issue. The reported event was replicated and resolved by reseating the front panel inserts. The root cause of the reported event is attributed to front panel inserts component wear. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming laser core module was replaced to resolve the issue. Unrelated to the reported event, the auxiliary illuminator, footswitch, and footswitch cable were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser core module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that laser was not working. They rebooted system and this did not fix the problem. Procedure details and patient impact have not been provided. Additional information has been requested.